Event description:
Plaintiff alleges the as a direct of proximate result of coming into contact with latex-containing gloves, plaintiff has suffered physical injury and damage, including, but not limited to, severe and irreversible type-1 latex allergy, which is believed to be permanent and life-threatening. Plaintiff further alleges that she has in the past and will in the future experience physical injuries, pain and suffering, humiliation, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarrassment and humiliation, fright and apprehension, and emotional distress, all of which are believed to be permanant.